Manufacturer narrative:
The following fields have been updated with corrections: d.3. Medical device manufacturer: becton, dickinson and company (bd).

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle contained foreign matter. The following information was provided by the initial reporter: "fm on needle. Customer found black particle on needle".

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle contained foreign matter. The following information was provided by the initial reporter: "fm on needle. Customer found black particle on needle."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter on the cannula with the incident lot was observed. Testing of the customer samples was performed and it was determined that the fm is polyamide/nylon and could potentially be a material that transfer belts are made from on the mold machines. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle contained foreign matter. The following information was provided by the initial reporter: "fm on needle. Customer found black particle on needle."